Event description:
The customer reported that 10ml of busulphan in a buretrol that was intended to run over 2 hours, had infused in 4 minutes. The nurse immediately clamped the patient's central line. It is not believed that the medication reached the patient because the priming volume of the set is approximately 20ml. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s reported complaint of infused too quickly was not confirmed. The pcu event log showed the infusion closely matching the customer¿s event occurred on (B)(6) 2015 at 9:16 pm and observed no obvious programming errors. Functional testing showed that the device is delivering fluid within specification with no issues noted with the rate accuracy of the device. The customer did not provide the buretrol disposable set for the investigation. The root cause for the customer¿s report of infused too quickly, was not identified.